Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had read/write, or invalid cubie memory errors. A field service engineer tested the failed drawer and found that most pockets had read/write errors and would not recover or eject. The fse manually removed all the pockets and replaced the row board cable, and then the fse returned the pockets to the drawer. A user attempted to recover the failed pockets in the repaired drawer but popped out with a return to pharmacy message, and the remaining pockets tested okay. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer has read, write, or invalid cubie memory errors. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.